Manufacturer narrative:
No specific date and time of event was reported, and the specific ventilator used during the event could not be identified anymore. Log files of ten ventilators were provided, and four single use expiration valves were sent to the manufacturer. All expiration valves passed both the pre-use check and the leakage test on the laboratory ventilator. No deviation regarding performance was found during ventilation. It was not possible to replicate the reported event with the valves. The provided log files were checked for entries in the last three month which would correlate with the reported event. However, no error entries regarding the hardware or expiration valve were found which could be correlated with the reported issue. Based on the available information, there is no indication that a device malfunction caused the issue. The user stated that no nebulizer was used at the time of event. However, during the earlier ventilation a salbutamol nebulizer was used. It is possible that residues of the nebulized medication were still present in the breathing system and led to a sticking membrane of the expiratory valve. The IFU states that aerosols from the medical nebulization may impair the functional integrity of the expiratory valve. As a result, in this case the reprocessing cycles for the expiratory valves should be shortened.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
Correction: the right device is an infinity acs workstation cc, not an evita v300! It was reported: once the expiratory flow valve is connected the ventilator makes a vibrating noise and stops ventilating. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported: once the expiratory flow valve is connected the ventilator makes a vibrating noise and stops ventilating. No injury was reported.